Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed and delivered a bolus for 35 grams of carbohydrates but did not consume that much food, and requested assistance from tandem technical support in canceling the bolus request due to requesting too much insulin. Tandem technical support assisted the customer in successfully stopping the bolus request. The customer's blood glucose level was 145 mg/dl.